Event description:
It was reported that during a meniscorhaphy surgery, after t1 was deployed, t2 fell off. No need to drill an additional hole and no remains in patient. No patient injury was reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The fixed straw is damaged at its distal end. The distal end of the needle is bent. The trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts were returned for examination. A 12 inch piece of suture was returned which showed no abnormalities. Updated.